Event description:
It was reported that angio-seal device was inserted, however, when the physician pulled up on the suture, resistance was encountered. The physician was concerned about pulling the artery with the suture. The anchor did not deploy and the device was surgically removed. No additional informaiton is available regarding this event.